Manufacturer narrative:
Occupation is lay user/patient. The reporter's test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5- 3.7 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:29 a.m. Was 5.9 inr. The result from the laboratory at 11:35 a.m. Was 3.9 inr. The patient¿s therapeutic range is 2.0-3.0 inr. The patient is in stable condition.